Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure imbedded in lining of uterus") and genital haemorrhage ("heavy bleeding/ bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), pain ("pain while sitting for long periods of time.") And menorrhagia ("heavy menstrual bleeding"). At the time of the report, the embedded device, genital haemorrhage, dyspareunia, pain and menorrhagia outcome was unknown. The reporter considered dyspareunia, embedded device, genital haemorrhage, menorrhagia and pain to be related to essure (ess205). The reporter commented: patient sought treatment with her medical providers who noted that the essure device (or part of the essure device) was imbedded in lining of her uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2005: confirmed that coils were in the proper place. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure imbedded in lining of uterus, apparent perforation of uterine wall, iucd which has penetrated the wall of the uterus.') And genital haemorrhage ('heavy bleeding/ bleeding') in a 45-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst ruptured, anemia, hyperbilirubinemia, vaginal itching, shoulder pain, low back pain, nausea, vomiting, abdominal pain, uti, bladder diverticulum, tendinosis and tenosynovitis. Denied any f/c, cp/sob. Denies any illicit drug use. Denies any other pmh. In july 2005, the patient had essure (ess205) inserted. In july 2005, the patient experienced pain ("pain while sitting for long periods of time.") And vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"). In june 2006, the patient experienced dyspareunia ("pain during intercourse") and migraine ("migraines / headaches"). In july 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("heavy menstrual bleeding"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, dyspareunia, pain, menorrhagia, vaginal haemorrhage, vulvovaginal mycotic infection and migraine outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, menorrhagia, migraine, pain, uterine perforation, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure (ess205). The reporter commented: patient sought treatment with her medical providers who noted that the essure device (or part of the essure device) was imbedded in lining of her uterus. Current weight 159lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram - in 2005: results: confirmed that coils were in the proper place total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received event " embedded device" was updated as perforation of uterine wall. Events " abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: yeast , migraines / headaches" were added. Medical history and lab data were added. Reporter, patient and product information were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure imbedded in lining of uterus, apparent perforation of uterine wall, iucd which has penetrated the wall of the uterus.') And genital haemorrhage ('heavy bleeding/ bleeding') in a 45-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst ruptured, anemia, hyperbilirubinemia, vaginal itching, shoulder pain, low back pain, nausea, vomiting, abdominal pain, uti, bladder diverticulum, tendinosis and bicipital tenosynovitis. Denied any f/c, cp/sob. Denies any illicit drug use. Denies any other pmh. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pain ("pain while sitting for long periods of time.") And vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"). In (B)(6) 2006, the patient experienced dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)") and migraine ("migraines / headaches"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding, menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain") and bladder disorder ("bladder/urinary problems: bladder problems"). At the time of the report, the uterine perforation, genital haemorrhage, dyspareunia, pain, menorrhagia, vaginal haemorrhage, vulvovaginal mycotic infection, migraine, abdominal pain and bladder disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dyspareunia, genital haemorrhage, menorrhagia, migraine, pain, uterine perforation, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure (ess205). The reporter commented: patient sought treatment with her medical providers who noted that the essure device (or part of the essure device) was imbedded in lining of her uterus. Current weight 159lbs. Patient received treatment for dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), bladder problems, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: results: confirmed that coils were in the proper place. Total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received reporter information was added. New event added abdominal pain, bladder problems. Lab test date updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.